Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (initial reporter, event site address, event site city), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected fields: h6 (medical device problem code) due to character limitation in e1 for event site address: (B)(6). Event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor. The fse performed all functional tests and calibrations according to protocol. For complaints where the autofill failure was confirmed the root cause is "impossible to define". The most probable root cause for the failure is as follows: the following components when defective can lead to autofill failures: drive manifold, driver regulators, vacuum regulators, pim modules. Pim to backplane cables, helium reservoir assembly, nafion dryer assembly, scroll compressor. The defects to these parts can be caused because of fluid ingress, oversaturation, component reliability, calibration drifts, debris, fatigue, and stress. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
N/a.

Event description:
It was reported during pre use testing that the cardiosave intra-aortic balloon pump (iabp) unit had a failure in automatic inflation and a leak in the loop. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.